Event description:
It was reported that this balloon dilatation catheter was successfully used to treat this pt with chronic esophageal strictures due to chronic reflux. It was also indicated this pt had had several previous dilatation procedures. Follow up revealed difficulties were encountered passing the endoscope for a repeat dilatation. Therefore, an attempt at balloon dilatation followed. According to the physician, a 12-15 mm balloon was used initially at a lower pressure without results. Another dilatation was attempted at a higher pressure for 1 minute, and a satisfactory response was achieved. The pt had initially been sedated with medazolam and meperidine. Following the dilatation it was noted that the pt's neurologic status was inappropriate, with decreased responsiveness and "posturing". The sedation was reversed, but the pt did not improve. During this time there was no hemodynamic instability. The procedure was terminated and the pt was sent to an intensive care unit. A CT scan reportedly revealed extensive air in the cerebral arteries, and a diagnosis of massive air embolism was made. The pt was transferred to a med ctr equipped with hyperbaric oxygen therapy. No further info was made available regarding the pt's subsequent clinical course, but the pt never recovered neurologically and eventually succumbed. Reportedly the pt had a post-mortem examination which revealed no evidence of esophageal perforation or tears. The pt's physicians were not aware of any malfunction of the balloon catheter resulting in the pt's condition. The pt incident was related to the procedure, however there did not appear to be any device malfunction accounting for the complications. A literature review found air embolism to be an extremely rare complication of endoscopy, but there have been case reports.